Event description:
It was reported that when trying to final tighten a screw, the denali spinal system torque indicating wrench tip fractured intra-operatively. The procedure was completed successfully with another tool for final torqueing with a 5 min surgical delay.

Manufacturer narrative:
Upon visual inspection, it was observed that the tip of the device had fractured. Heavy wear of its laser markings and main body discoloration were observed as well. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. It was determined that over torqueing created excessive force at the distal tip, compromising the material integrity and ultimately resulting in the observed fracture.

Event description:
It was reported that when trying to final tighten a screw, the denali spinal system torque indicating wrench tip fractured intra-operatively. The procedure was completed successfully with another tool for final torquing with a 5 min surgical delay.